Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) noted the count of treated episodes showed 187, however, there were no stored events. A request was made to have data from this device analyzed. Data analysis identified a memory anomaly. The root cause was unable to be determined, however, therapy functions were not affected. No adverse patient effects were reported. This device remains in service.